Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) inspection revealed defib conductor distorted. Upon inspection it was noted that the defib coil was distorted.

Event description:
It was reported during the implant procedure that the coil appeared separated/stretched immediately after introduction into lead introducer sheath. The lead was not implanted. No patient complications have been reported as a result of this event.